Event description:
The intracardiac broviac was found with a crack in the morning. She had an episode this morning where her intracardiac broviac became disconnected which resulted in her not getting her infusions for a brief period of time. The infusions were switched to the PICC line and some intermittent boluses were given per the patient's nurse to "catch up". This seemed to work well.